Event description:
Pt received implant in (B)(6) 2011. Subsequently, pt who had nickel and chromium allergy, developed a systemic reaction to the implant. The surgeon removed the implant in (B)(6) 2011. The device was replaced with a silastic implant, MFR unk. According to surgeon, pt is currently doing fine. The IFU for the product states that the product is contraindicated in pts who are immunocompromised; or in pts previously sensitized to the implant material, ie cobalt chromium or titanium.

Manufacturer narrative:
The IFU for the product states that the product is contraindicated in pts who are immunocompromised; or in pts previously sensitized to the implant materials, ie cobalt chromium of titanium.